Event description:
It was reported "three months after breast cancer surgery, part of the PICC external catheter broke and fell off one day before treatment for adjuvant chemotherapy." No other information was provided. Additional information received 02/02/2024: it was reported "the catheter was removed at the pulmonary artery by an interventional procedure. When the patient came to the hospital for maintenance, the catheter was found to have broken and slipped into the body without obvious symptoms. Interventional surgical removal was performed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported "three months after breast cancer surgery, part of the PICC external catheter broke and fell off one day before treatment for adjuvant chemotherapy." No other information was provided. Additional information received (B)(6) 2024: it was reported "the catheter was removed at the pulmonary artery by an interventional procedure. When the patient came to the hospital for maintenance, the catheter was found to have broken and slipped into the body without obvious symptoms. Interventional surgical removal was performed."

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-00600 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-00458.